Event description:
It was reported that the insulin pump has an unresponsive bolus button. The reporter declined to provide the blood glucose reading. No significant events leading to the alarm were observed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to flattened down arrow dome switch. Insulin pump had a cracked battery tube threads and minor scratches on lcd window.